Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited episodes of oversensing of noise occcuring on the rate/sense and shocking channels resulting in inappropriate shock delivery and pacing inhibition. The lead measurements are all stable and within normal limits. The noise was not reproducible. The device is programmed to least sensitive.